Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No adverse effect was seen.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # 951c11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 951c11, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection mobilized the splenic flexure and conduit. Inserted the anvil and performed purse string suture to secure it. Inserted the cdhp into the rectum and started to open the trocar which pierced the rectal stump, orange indicator was observed. Using an ethicon grasper to hold the anvil it was placed over the trocar and an audible click was heard, visibly no orange on the trocar could be seen. Started to close the join via the turning knob and the anvil jumped off the trocar. Opened the trocar fully, rejoined again an audible click was heard and started to close again. Same thing happened. Checked for excess tissue, nothing preventing the close of the anvil. No metal objects or anything else in the way of the anvil to force it off the trocar prior to firing. Had to apply force to the top of the anvil whist retracting down to close the anastomosis and allow firing to commence the procedure was extended greater than 30 mins as a second stapler was opened with the same issues. Surgeons refusing to use it again until resolution is found. In the end they had to hold the anvil in place whilst retracting to close the anastomosis then fire. The surgeons they¿ve been using a cdh for over 35 years.

Manufacturer narrative:
(B)(6) date sent 12/2/2024 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 corrected data d4: UDI# the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.